Event description:
After treatment with cosmoderm 2 in the forehead and left cheek for shallow scars, the patient's result was deeper scars. The patient was treated with nitropaste.

Manufacturer narrative:
Medwatch sent to FDA on 05/20/2008. Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, I find no assignable cause for this complaint.